Manufacturer narrative:
(B)(4). A batch review was conducted for associated lot number gd893875 with no exceptions noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a damaged minicap that occurred during use by a patient while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition.

Manufacturer narrative:
(B)94). The device evaluation was completed, but it was not confirmed for the reported issue. The sample was visually inspected and tested under pressure in the laboratory, however the sample met all of the required specifications. Therefore, the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.